Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ postlaminectomy pain. It was reported that the patient was not able to use the patient programmer to decrease stimulation. Patient reported they had radiation today for lung cancer and when she got home she was unable to decrease her stimulation. Patient stated she changed the batteries in the patient programmer. While on the call, the patient was able to use the patient programmer and verify stimulation was currently on group b and patient was able to decrease stim to .90. Patient stated after radiation today she had an increase in back pain and used the patient programmer to increase stimulation. Patient stated she tried to decrease stim but wasn't able to. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the inability to decrease stimulation was due to the antenna.